Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that via (B)(6), myopentials were observed after review of the session records. Recommended proactive testing on patient to produce the noise issue observed. The physician will see patient at next follow-up and reprogram the device settings accordingly. The lead remains implanted.